Manufacturer narrative:
The manufacturer previously received a report that a trilogy ev300 ventilator failed a system setup test. Review of the system setup test documentation confirmed failure of the active exhalation verification: s (+) p (+): pilot: reading test. There were no reports of patient harm or serious injury associated with this event. The trilogy ev300 device was evaluated by a philips service engineer. During the investigation, the engineer replaced the device¿s 3-way solenoid valve and proportional valve to correct the issue. Following the repair, the ventilator successfully passed all final functional and performance testing and was confirmed to be operating within specifications. The manufacturer has updated section h in this report.

Event description:
The manufacturer received a report that a trilogy ev300 ventilator failed a system setup test. Review of the system setup test documentation confirmed failure of the active exhalation verification: s (+) p (+): pilot: reading test. There were no reports of patient harm or serious injury associated with this event. The device has not yet been repaired. If any additional information is received, a follow-up report will be filed.